Event description:
Customer reported there is not a tight fit when the nurse call able is plugged into the alarm's nurse call outlet. Customer also reported the nurse call station does not sound when the nurse call cable is in use with the alarm. Customer did not provide at date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit found the nurse call cable fits well into the nurse call receptacle and is not loose. The nurse call light does not come on at the nurse call test fixture as it should when weight is of the pad. The nurse call light comes on intermittently at the nurse call test fixture when weight is off the pad and the nurse call cable is wiggled. Unit passes all other functional tests. MFR ref file # (B)(4).